Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had visual hallucinations. The patient would see dogs near their bed and people in the room. The etiology was stated to be possibly related to the device/therapy and not related to the implant procedure. It was also stated to be related to worsening of the patient's disease. The patient's dose of schizophrenia medication was increased. The event remains ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event was not related to the device/therapy or procedure and was due to worsening of disease. Therefore, the event is no longer considered reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was updated to not related to device/therapy and due to worsening of patient's disease.